Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign canada

Event description:
It was reported that the mesher won't move graft carrier forward. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is complete, no further information is available.

Event description:
It was reported that during surgery, the mesher won't move graft carrier forward. There was no patient harm or injury. There was no medical intervention required to complete the surgery. The taken graft was not damaged. An additional unplanned skin graft was not required. There was no surgical delay. Another mesher was used to complete the surgery. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.